Manufacturer narrative:
Additional data: device evaluation : lens was returned in liquid, in lens vial. Visual inspection found that the haptic and optic were torn. Claim #(B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -16/1.5/14 (sphere/cylinder/axis), implantable collamer lens was implanted in the patients right eye (od) on (B)(6) 2018. The lens was removed and replaced within the same surgery due to lens tear/break during injection/delivery into the eye and the problem resolved. In the reporters opinion the cause of this event is user error. Additional information has been requested. If additional information is received a supplemental medwatch report will be submitted.